Event description:
It was reported that the pt was on cardio-pulmonary bypass for avr/CABG (aortic valve replacement/coronary artery bypass graft). The event occurred in the cardiovascular operating room (cvor). Per perfusion protocol, the intra-aortic balloon pump (iabp) was pumping at 50% volume at a rate of 1:8 frequency. A helium loss alarm was heard and blood was noticed in the helium driveline. As a result, the intra-aortic balloon (iab) was removed and the planned procedure continued. It was noted that because the pt was on bypass, there was no need for another iab insertion. There was no reported pt death, injury, or complications. The iabp therapy was interrupted and not resumed. The pt outcome is fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.